Manufacturer narrative:
It was reported that the customer had a feeding tube put in (B)(6) 2016 (from an alternate manufacturer) that required replacement in (B)(6) 2017 due to the stopper on the tube cracking. The customer reported that the tube was replaced and the patient was discharged. A week later the customer's wife was checking the residual and extracted coffee ground residual. The customer was taken to the hospital and underwent an esophagogastroduodenoscopy (egd) procedure where the surgeon discovered a gastric ulcer. According to the customer's wife the balloon that holds the percutaneous endoscopic gastrostomy (peg) tube in place was not inflated and was rubbing against the gastric mucosa which caused an ulcer. The peg tube was replaced with a different tube without further incident. Due to the reported incident and subsequent need for medical intervention, this medwatch is being filed. The sample related to the incident was discarded and is not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a gastrostomy tube retention balloon deflated and needed to be replaced.